Event description:
It was reported the colonovideoscope had the forceps channel blocked by a foreign object. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: address: (B)(6) (documented here in it's entirety due to character limitations in respective field). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation and update to field h4. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, the investigation found that the forceps channel was blocked with a fractured cleaning brush. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.